Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports a burning sensation at site of interstim ii during MRI an from time to time since their MRI on (B)(6) 2022. The "burning" still occurs irregularly. Also muscle irritation (movement) in the left leg was reported by the patient. Bilateral modulators were switched to MRI mode.

Manufacturer narrative:
Concomitant medical products: product type: mobile platform, product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.